Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available sections of iegms showed artefacts on the rv channel which led to vf detection with shock delivery. Furthermore the follow-up data confirmed multiple shock deliveries between (B)(6) 2014 as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the event was first detected during in-office follow up. The patient had not been seen for follow-ups for a very long time. On (B)(6) 2014 the device recorded several episodes of vf and multiple shocks were delivered. As a result of excessive shock delivery, eos occurred. In all of these recorded events, noise on the rv lead was observed. Due to the fact that the patient arrived for follow up after the device had reached eos, tests could not be performed. According to the diagnostic section of the device, rv impedance had remained within the normal ranges since implant. The patient will be invited for a lead replacement. At this time, there is no plan to extract the rv lead. If any further information becomes available, an update will be sent.